Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device exchange procedure, oversensing, high sensing threshold, and high pacing impedance were noted on the right atrial (ra) lead. The ra lead was inspected and it was observed that blood had flowed and entered below the outer insulation of the lead. It was suspected that the cause of the breach was due to lead insulation damage. Due to the age of the patient, no lead revision was conducted. Instead, the device was reprogrammed to resolve the event. The patient was stable with no consequences.